Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that the sensor stopped working occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause could not be determined. The reported event of the sensor stopped working is reportable based on the finding of an early sensor expiration. The sensor was inserted into the arm on (B)(6) 2019 which is off-label usage of the device. No injury or medical intervention was reported.